Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator (mtm) was difficult to open/close and would become stuck. The procedure was completed with a new surgeon side console (ssc). There were no reports of patient injury. Based on the claim against the product by the customer noting that the right mtm was sticky, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the right mtm to resolve the issue. The mtm was tested, and the reported failure (opto button sticking) was able to be reproduced during visual inspection. The probable root cause was attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to the right master tool manipulator not functioning properly on the original ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that right gimbal on the right master tool manipulator (mtm) was having difficulty opening and closing and would sometimes stay stuck. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no associated faults. The site continued with the case using the other surgeon side console (ssc) in the room. There were no reports of patient injury. Isi followed up with the initial reporter and obtained additional information about the event.